Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the insertion of acute antimicrobial dialysis catheter to the patient, the catheter worked well for 2 hours. After 2 hours the venus lumen (blue one) did not worked well, inability to return and difficulty in the output which gradually stopped working. The lumen blocked and it was not possible to continue the dialysis. We changed the catheter and the position of the catheter insertion (femoral, subclavian, jugular). The same incident (venus lumen stopped working after 2 hours) occurred in other 3 dialysis catheters in the same patient which introduced in different vessels (femoral, subclavian)." There was no medical intervention required. It was reported "he died 9 days after the cardiac surgery. Patient was in critical condition prior to use of the device." Additional information received states, "the device is not associated with the patients death." Associated MDR number includes: 3006425876-2024-01099, 3006425876-2024-01112, 3006425876-2024-01111, 3006425876-2024-01110.

Event description:
It was reported "after the insertion of acute antimicrobial dialysis catheter to the patient, the catheter worked well for 2 hours. After 2 hours the venus lumen (blue one) did not worked well, inability to return and difficulty in the output which gradually stopped working. The lumen blocked and it was not possible to continue the dialysis. We changed the catheter and the position of the catheter insertion (femoral, subclavian, jugular). The same incident (venus lumen stopped working after 2 hours) occurred in other 3 dialysis catheters in the same patient which introduced in different vessels (femoral, subclavian)." There was no medical intervention required. It was reported "he died 9 days after the cardiac surgery. Patient was in critical condition prior to use of the device." Additional information received states, "the device is not associated with the patient's death." Associated MDR number includes: 3006425876-2024-01099, 3006425876-2024-01111, 3006425876-2024-01110.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for investigation. The complaint of extension line blocked in use could not be confirmed based on the photo alone. The photo revealed that both extension lines contained biological fluid post-use which could have contributed to a blockage, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings identified. The instructions for use (IFU) provided with this kit warns the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.